Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? - rectum in laparoscopic surgery ( cancer of the rectum , a tumor). What is the surgeon¿s experience with device? - the surgeon is an expert in laparoscopic colorectal surgery, more than 500 interventions with echelon 60, echelon 60 flex, and echelon 60 flex powered. Was the surgeon able to complete 3 firing strokes? - yes, the surgeon was able to complete the 3 firing strokes. What troubleshooting steps were taken to open device? - the surgeon trying to unblock echelon flex 60 with the red button, the stapler is stuck. The echelon flex 60 is blocked just after the section and the stapling (at the time of the return of the blade) impossible to open, stuck on the tissue. Was this the 1st firing of device? - yes it was the first firing of device, a new product. Were previous staple lines being crossed? Were clips used in surgical procedure? - no the previous stapling lines were not crossed, - yes it used resorbable clips absolok ref ap400. Can it be confirmed that device is being returned? Why is it noted that 2 devices are being returned? - the problem of blocking the stapler echelon flex (ref ec60a), during two interventions , two devices with the same lot lot l9168j expiration date: 2017 ¿ 04 -the two staplers were not sent because the procedures are very complicated with dhl in (B)(6) or there is no other way . And the person concerned to make the transfer has left the company in (B)(6) on december 31, 2016. I will inform you that the staplers will be sent. What is the current patient status? - the surgeon was obliged to convert from laparoscopic surgery to open surgery, to save the patient. The patient is well (chemotherapy sessions).

Manufacturer narrative:
(B)(4) date sent: 12/16/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: what were the indications for surgery? What is the surgeon¿s experience with device? Was the surgeon able to complete 3 firing strokes? What troubleshooting steps were taken to open device? Was this the 1st firing of device? Were previous staple lines being crossed? Were clips used in surgical procedure? Can it be confirmed that device is being returned? Why is it noted that 2 devices are being returned? What is the current patient status?

Event description:
It was reported that during a laparoscopic colorectal procedure, the device is blocked just after the section and the stapling (at the time of the return of the blade). Impossible to open it; stuck on the tissue of the rectum. Converted to open to complete the procedure and hospitalization required.